Event description:
Routine complaint investigation when the customer's spouse reported an event that occurred in 2004. Spouse reports that pt was incoherent and exhibited symptoms of low blood sugar. Spouse reports obtaining a value of "approximately 88 mg/dl" on the customer's precision xtra blood glucose monitor. Spouse contacted emergency medical services. The emt's administered IV glucose and monitored customer until their blood glucose level reached 100 mg/dl. Customer was not transported to hospital. Complaint investigation identifies that customer was not using correct test strips for the glucose monitoring system. The blood glucose monitor was not used according to label copy.